Manufacturer narrative:
(B)(4)- indication for use. It should be noted that the graftmaster coronary stent graft system instructions for use (IFU) states: the graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75mm in diameter. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported physical resistance, difficulty to deploy, and subsequent treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
It was reported that the procedure was to treat an aneurysm with ruptured fistula in the heavily tortuous right internal carotid artery. The 4.0x19mm graftmaster stent delivery system (sds) met resistance during advancement due to resistance with the heavily tortuous artery. The sds was able to reach the target lesion and was deployed; however, the proximal portion of the stent implant was not fully apposed to the vessel wall. As a result, post-dilatation was performed with two balloon dilatation catheters (bdc). After the final post-dilatation, the stent implant was fully apposed to the vessel wall. The aneurysm and fistula were successfully treated with the stent implant. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.